Event description:
A report was received that the pt had developed a hematoma at the lead incision site. The patient's symptoms were weakness of his right leg and not being able to empty his bladder. The patient's lead was explanted and the patient's symptoms were gone after the explant of the lead. A new lead will be implanted at a future date.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.